Manufacturer narrative:
After review of additional information it was determined the cardiac tamponade was caused by right ventricular perforation due to the temporary pacemaker. There was no edwards device involved. Therefore, the event is not MDR reportable. A corrected supplemental report is being submitted.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, the cause for the cardiac tamponade could not be determined, however, may have been related to ventricular perforation by the temporary pacemaker or guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), after successful implant of a 26mm sapien 3 valve implantation in the aortic position, the patient developed cardiac tamponade. Several minutes after valve deployment, the patient had severe hypotension, was treated with drugs and CPR was initiated. Tte showed pericardial tamponade. Pericardiocentesis was performed and protamine was administered. The patient¿s pressure was restored and tte showed no pericardial tamponade. At the time of the report, the patient was stable. The perceived root cause of the pericardial tamponade was considered possibly due to right ventricular perforation by the temporary pacemaker.